Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 at 23:37:01. During night drain cycle 6, the patient's ultrafiltration reading was 2446ml, indicating the home patient (hp) drained 2446ml more than their maximum programmed fill volume of 2000ml. No additional information.